Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin, and remained static at 105 units. The customer reported blood glucose level was elevated to 396 mg/dl, which was addressed with a correction bolus via the pump. The customer declined to perform troubleshooting and will continue to monitor the pump performance. During a follow-up call on (B)(6) 2016, the customer confirmed that the insulin gauge updated to an accurate fill estimate.